Event description:
The dentist reported that this abutment screw fractured.

Manufacturer narrative:
This device has not been received.

Manufacturer narrative:
Upon visual inspection, the screw fracture was confirmed. There was evidence of dried blood on the threads of the screw. No other damage was noted. The device history record has been reviewed and there was no deviations identified which would cause or contribute to the event. A definitive cause could not be determined. (B)(4)

Manufacturer narrative:
.